Manufacturer narrative:
(B)(4). Estimated date of event. Estimated date of implant. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. Article, stent evaluation with optical coherence tomography.

Event description:
This event was captured based on literature review. It was reported that a study was conducted to demonstrate observation of stent apposition with optical coherence tomography (oct). Outcomes were compared at six-month follow-up. In comparison to a non-abbott drug eluting stent, the xience v stent was noted to have malapposed struts in 2.1% of the total number of analyzable struts versus the non-abbott stent with 5.7%. No additional information was provided.